Manufacturer narrative:
Concomitants: (B)(6) - 320-08-46 - glenosphere exp 46mm +4mm offset. (B)(6) - 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6)- 320-15-05 - eq rev locking screw. (B)(6) - 320-20-00 - eq reverse torque defining screw kit. (B)(6) - 322-46-00 - 145-deg pe 46mm hum liner +0. The revision reported was likely the result of instability. The articular surface wear of the humeral liner and the glenosphere observed on the revised components was likely due to third body wear. The underlying cause of the reported instability cannot be determined because no radiographs were provided for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately 1 month and 19 days post the initial tsa, the patient was revised to use hat for instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.